Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Three arthroscopic surgeries on [left] knee [arthroscopy]. Experienced pain relief in the right knee for only about 3 months [therapeutic response decreased]. Case description: spontaneous report received on 25-may-2010 regarding a (B)(6) female pt, (B)(6), with a medical history of arthritis, rheumatoid arthritis, and smaller tears in the right nee meniscus. The pt was not previously treated with visco-supplementation. The pt received the first synvisc injection on an unk date in (B)(6) 2009 in both knees. The second and third synvisc injections were on (B)(6) 2009 and (B)(6) 2009. The pt reported that she had three arthroscopic surgeries on unk dates in the left knee. The pt experienced pain relief in the right knee for only about three months and in the left knee for only about four months. The pain in both knees was the same as before synvisc treatment. She stated that her left knee was worse. The pt received cortisone injections in both knees on an unk date in (B)(6) 2010. The synvisc lot number was not provided. No further info provided. MFR's comment: the benefit risk relationship of synvisc is not affected by this report.